Manufacturer narrative:
Concomitant therapies: post treatment: ice. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodule and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): " inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. " indurations or nodules at the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with a numbing agent and then injected to the lip and nasolabial with juvederm volbella" with lidocaine. After injection patient used ice. Six months later patient developed nodule and edema on the lips. Patient was treated with hyaluronidase and intralesional steroid. Symptoms are ongoing. Patient was taking diaformin and cipralex at the time of injection.

Event description:
Additional information received from reporting healthcare professional: patient was treated with hyaluronidase and laser treatments which resolved the symptoms in the patient¿s lips. Symptoms then appeared on the chin area and the patient was treated with hyaluronidase and laser treatments again. Symptoms have since recovered in the chin area as well. Patient then developed the same symptoms on the cheek area where the patient had received filler 3 years ago. Patient is still undergoing treatment with hyaluronidase and laser to the cheek area.